Event description:
It was reported that hour glass/no readings/sensor error occurred. The patient reported a sensor error occurred at night while she was sleeping. The patient had inserted the sensor in her abdomen and connected new insulin pump tubing several days before the event and had been receiving cgm values and insulin. Her display device was the tandem pump display screen. She went to bed and the next morning on (B)(6) 2022, a sensor error message was displayed. She was not feeling well and decided to drink tea. She started vomiting and felt worse, so she checked her bg level using her glucometer. The bg finger stick value was 591 mg/dl so her husband gave her an insulin injection. A sensor error continued to show on the tandem pump display screen and the nausea and vomiting increased, so her husband took her to the emergency room (ER). At the ER the bg finger stick value was over 600 mg/dl, she was diagnosed with diabetic ketoacidosis (dka) and admitted to the hospital. Treatment included an insulin drip and IV saline. After she was admitted, the system stopped working and the sensor and insulin pump were removed from her body. After two days of treatment, her bg level stabilized and she was discharged. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.